Event description:
It was reported that the patient feels pain, when using the speech processor. The external parts were replaced, but without any change in the situation. The implant is not working within specifications.

Manufacturer narrative:
Conclusion: no decision has been made regarding explantation of the device. The complaint has been closed but will be re-opened if and when an explantation/re-implantation date is set.

Manufacturer narrative:
The device has now been explanted and should be returned to the manufactuer for evaluation. When available, a device failure analysis will be submitted as a follow up report.